Manufacturer narrative:
Operator of device unknown; no additional information has been received to date. A product sample was received for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that when the pump was turned on, it gave out a constant tone. Even when the battery was removed and the pump was unplugged, it took about 30 seconds for the tone to die off. No patient injury was reported.

Manufacturer narrative:
Other, other text: h3: device evaluated by manufacturer: updated. H6: event problem and evaluation codes: updated. H10: device evaluation: a sample was returned to manufacturing for investigation. Visual inspection and functional testing were performed. Visual inspection of the returned device confirmed that both tamper seals were broken, the top case was cracked or chipped by the front left and right bottom corners, and the right plunger case and battery door were cracked upon receipt. Error codes could not be retrieved from the ehl (event history log) due to a constant alarm. The customer reported issue was duplicated as the device powered up with a constant alarm with no display, the pump failed to update after successfully downloading the package. Root cause of the reported event is unknown and could not be determined however, the customer could not execute the download procedure correctly due to incorrect directions published the technical service manual. Uploaded software from the base unit via interconnect board to the head unit by performing power point process. Re-programmed firmware software to version v1.6.4. The returned product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a device history record (DHR) review was not performed. Service history review identified this device has not been in for service previously.

Manufacturer narrative:
Additional information received on 04august2022 via email and attached to complaint object: date of the event: (B)(6) 2022, the event did not result in patient harm; medical intervention was not required; the outcome of the event is resolved. H10: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. H6: event problem and evaluation codes: updates not required., corrected data: d4: correction: model number: 4000 h4: correction: device manufacturing date: 17-feb-2016.